Event description:
A healthcare facility in massachusetts reported to our distributor that the expiratory tube of an rt235 infant evaqua breathing circuit ("the breathing circuit") was unravelling whilst the circuit was in use at a flow rate of 6l/min. No patient consequence was reported.

Manufacturer narrative:
The device is currently en route to the MFR for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned, and investigation results become available.